Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to blank display. Motor passed motor test.

Event description:
The customer reported via phone call that their insulin pump had motor error. The customer¿s blood glucose was 106 mg/dl at the time of incident. Customer reported that the drive support cap appears normal. Customer did not reported motor position encoder error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.